Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer displayed lead integrity alert (lia) warning however there were no observations in th the box as to lia. The device remains in use. No patient complications have been reported as a result of this event.